Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. The 2.5x38mm xience pro drug eluting stent (des) was attempted to be used; however, the des was noted to draw air [leak] and the stent could not be deployed. A new xience des was used and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported leak / splash could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Since the complaint could not be confirmed during the evaluation, a conclusive cause could not be determined. Additionally, there was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.